Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The display screen reportedly was scratched the patient was unable to safely read the display screen. There was no indication that the product caused or contributed to an adverse event.